Manufacturer narrative:
Control solution information was not obtained during the call. Without that information, it's not possible to determine the manufacture date.

Event description:
The advocate alleged the customer dropped contour control solution into this eyes. She stated the customer's eye was sore, but no serious injury was alleged. No product will be returned.